Manufacturer narrative:
Additional information: age at time of event, age units (patient); gender; weight, weight units; product long description; product code, common device name; catalog #, lot #, expiration date; PMA/510(k)#; manufacturing date. An event regarding damaged threads involving a duracon stem was reported. The event was confirmed. Method & results: device evaluation and results: the mar indicates "abrasive wear damage observed on the threads and proximal surface of the femoral knee post and the femoral stem (pn 6478-6-455) was consistent with loosening of femoral stem. Medical records received and evaluation: more detailed operative notes and additional x-rays are required. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the mar indicates: abrasive wear damage observed on the threads and proximal surface of the femoral knee post and the femoral stem (pn 6478-6-455) was consistent with loosening of femoral stem. The exact cause of the event could not be determined because insufficient information was provided. As stated by the clinical consultant further information such as pre- and post-operative x-rays, more detailed operative reports and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer has reported a revision for a mrh femoral stem that was implanted approximately 9 years ago. The stem has broken at the spigot.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer has reported a revision for a mrh femoral stem that was implanted approximately 9 years ago. The stem has broken at the spigot.